Event description:
Olympus medical systems corp (omsc) was informed that during uncertain procedure, the probe of the subject device broke. The customer claimed that the grasping section was bent right after unboxed. The broken probe was retrieved during the procedure, and there was no report of injury regarding this event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the grasping section was deformed and there was na dent on the grasping section. In addition, the probe broke down at 16.5 mm from the distal end. The manufacturing history was reviewed, with no irregularities noted. As the result of the evaluation, we have concluded that the probe broke due to an excessive load applied when the physician used the subject device with the grasping section deformed. Since there was the dent on the grasping section, there was a possibility that the grasping section was deformed due to physical damage by user's handling. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation, improper handling the subject device cannot be ruled out as a contributory factor to this event. This report is being submitted as a medical device report in an abundance of caution.